Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mobile power unit (mpu) was confirmed via the provided log file. The log file contained data spanning approximately 5 days (08may2022 ¿ 13may2022 per timestamp). A no external power alarm was observed on 10may2022 at 6:46 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system, and the backup battery appropriately operated the system during this time. No other notable events regarding the mpu were observed. The mpu (serial number (B)(4)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon interrogation of the patient's controller, no external power alarms were noted on 10may2022. Log files confirmed a no external power alarm on 10may2022 that occurred while on the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-11093.